Event description:
N/a

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period nov 2019 through oct 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device : (10 & 13 & 22) enter investigation findings: the device was returned to the factory for evaluation on 10/07/2021. An investigation was conducted on 10/13/2021. Signs of clinical use and slight evidence of blood was observed on the bipolar prongs. The cutter blade was observed to be outside the bipolar prongs. A mechanical evaluation was conducted. The toggle was manipulated to retract and extend the blade. The blade would not retract or extend due to it not being in its normal position between the bipolar prongs. Based on the returned condition of the device, the reported failure "mechanical problem" was confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb bisector cutting blade was caught on one of the bipolar prongs. They had to open another kit to finish the case. No delay. No harm to patient.